Manufacturer narrative:
Hill-rom tech support suggested to change the external buzzer. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not audible at the bed. The bed was located in medsurg at the account. There was no pt/user injury reported. (B)(4).